Event description:
It was reported that at first fitting, the impedance and voltages on the apical electrodes were high. A major increase of impedance and voltages was seen during 3rd fitting, and channel 11 showed in the status hi. In the time period between (B)(6) 2008 and (B)(6) 2010, the impedance and voltages increased so much that the pt did not have the expected benefit from her cochlear implant. Testing carried out on (B)(6) 2010 shows 5 channels in the status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.